Manufacturer narrative:
The t:slim user guide indicates pump is to be used with individuals 12 years of age and older; patient is (B)(6) years old. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a red x was present over the insulin gauge. Tandem technical support was unable to confirm an alarm which caused the red x. Additionally, during troubleshooting with tandem technical support, the contact reviewed pump data and stated there were multiple change cartridge alerts followed by a resume pump alarm. The customer stopped insulin delivery by inadvertently entering and not completing the load sequence. The contact was assisted with reloading the existing cartridge and received an accurate fill estimate. The customer's blood glucose level was 461 mg/dl but the contact stated it would be addressed with a correction bolus.